Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. Two days after the event onset, the patient was hospitalized and was treated with vancomycin (2 grams, weekly, intraperitoneal, discontinued and for 7 days) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.